Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) initial notes: customer had changed infusion set, but sugar was in the 270 and tested again and its at 307, and doesn't know why sugars are high, wasn't getting any insulin flow blocked alarm, but unsure why sugar so high I checked my bg and it was 270, but the screen said 306, and I'm not sure why the screen was showing 306, I also had an issue on friday but didn't call, it buzzed me in the middle of the night saying it was 63, which is "kinda" low for me, and I took my blood and it was 31, and I was not happy. Inquired what led up to the complaint. Customer response: customer is reporting a bg that is lower than the sg customer's outcome pertaining to the complaint: customer will call back if further assistance is required additional notes: explained acceptable range of variance between bg and sg, customer declined high bg and low bg t/s ship: nothing / return: nothing.